Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the mesh was surgically removed on (B)(6) 2008 due to vaginal mesh erosion and bleeding. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocoele and anterior and posterior repair. The patient underwent exploration and excision of portion of the anterior vaginal mesh on (B)(6) 2008 due exposure of vaginal mesh with inflammation. The patient experienced erosion, infection (chronic discharge and vaginitis), adhesion, bleeding (anemia from blood loss), and dyspareunia. (B)(4).